Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc product type accessory product ID neu_pneneedle_acc product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative (rep) who reported a healthcare provider (hcp) attempted several times to get lead implanted. Rep stated hcp adjusted needle with force and drove the lead up. The hcp removed to try again and noticed the stylet and needle were bent. The rep stated the cause of bending was due to the hcp using force to insert the lead against scar tissue into the epidural space. They attempted to straighten out the needle and stylet but ultimately, opted for a new lead. The manufacturer representative indicated they would send any further information as they become aware.